Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 97" transfer set w/graduated adapter, 1 ext where it was reported there were particles in an infusion bag using pembrolizumab (from foreign distributor servier bulgaria) in a clinical study. Infusion was prepared a 2nd time with new pembro vials, whereby particles were observed again. Infusion was prepared a 3rd time, this time with syringe and needle and no particles observed. Medication involved was pembrolizumab (servier bulgaria) in nacl 0.9% 100 ml infusion. The event occurred during reconstitution of the imp, i.e. Particles were formed upon time of dilution of the concentrated imp pembrolizumab into the saline infusion bag. The device was changed out/replaced with no further problems encountered. There was patient involvement but indirect and patient was not harmed, only delay of therapy and infusion bag with particles was not dispensed nor administered. This report captures 2 occurrences.

Manufacturer narrative:
Investigation summary the complaint of particles in an infusion bag on item 011-ch2000s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. A device history lot review was performed. However, no anomalies, nonconformances were found that might be related with the condition reported by customer.